Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd) and the importer ((B)(4)), as novogi ltd serves as the designated complaint handling unit for both facilities. No further data that would enable investigation of the event is currently available, since the device or it's identifications were not rec'd and no add'l info is available. At this point, we believe that procedural related issues (e.g., compromised purse-string stumps construction and a delayed surgical intervention) may have contributed to the outcome. A meeting with the operating surgeon is being scheduled. A f/u report will be provided as soon as add'l data related to the event is available. It should be noted that anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. Leakage generally requires surgical intervention and can lead to significant short term and long term morbidity with impaired quality of life and bowel function. Leakage is also associated with an increased risk of postoperative mortality. Yet, the current cumulative leak rate found with the use of the colonring (in over 10,000 procedures worldwide) falls within the lowest range of the leak and mortality rates reported in the literature for hand-sutured or stapled anastomoses.

Event description:
The pt underwent an open colorectal sigmoidectomy due to colonic cancer. The anastomosis was created with the colonring device. Add'l procedure performed within the operation was a small bowel resection with linear stapler. It was reported that during the closure of the distal purse string, some slack remains partially open and an extra stitch was applied in order to close the purse string. It was also reported that the extraction of the instrument was more difficult than usual despite having the instrument sufficiently open, and the space between the anvil and the proximal part could be felt, while the pneumatic test and colonoscopy were negative for leaks. According to the report: "on (B)(6), seroma - spontaneous emission of sero-hematic fluid drained in the ER. On (B)(6), intestinal material appearance through the abdominal wound w/o evidence of peritoneal irritation. New surgery was programmed for (B)(6), which was brought forward due to septic shock. Intestinal fluids are found in cavity, approx 1000cc. Dehiscence of the anastomosis - 80%, with the ring free in the rectum. Out of the ICU, the pt did not respond to the treatment and died before 24 hrs."